Event description:
As reported, during a tapp procedure the capsure device deployed five fasteners which were successfully fixated and while attempting to fixate the next fastener at the cooper's ligament, two fasteners were fired simultaneously. The sixth fastener was secured in place successfully, and the seventh fastener was attached to the sixth fastener and could be removed. There was no reported patient injury.

Manufacturer narrative:
As reported, the capsure device deployed two fasteners in a row. Evaluation of the returned sample could not reproduce the reported event. The device functioned as intended during functional and simulated use testing, deploying the last remaining fasteners with no issues. Review of manufacturing records shows product was made to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.